Manufacturer narrative:
Other applicable components are: product ID: 3986a-25, lot# 0208369691, product type: lead g9-. (B)(4).

Event description:
The company representative (rep) additionally reported that the indication for use included migraine headache.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3986a, serial# (B)(4), product type: lead. Product ID: 3986a, serial# (B)(4), product type: lead.

Event description:
The patient's health care provider (hcp) reported that during normal use, the plastic sheath broke away from the lead during inserti on/tunneling. This occurred on (B)(6) 2016. It was noted that two leads were opened and used at the same time but it was unknown which one was related to the event. The procedure was for cranial occipital bilateral implantation of the occipital nerve stimulation in implantable neurostimulator (ins) to left chest. No patient harm reported. No symptoms reported.